Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). The device involved in the complaint was evaluated in the laboratory on 11th april 2019. Multiple defects were observed. Flexor was found to be broken at zip port distal to joint. Upon return stent was partially deployed. Observed defects are related. Flexor was found to be kinked, possibly due to transport. Therefore, second complaint file was raised to capture kinked flexor defect. Following the laboratory evaluation additional information was requested to aid with the investigation. Was the elevator open or closed? Open what was the position of the stricture? Low position was patient anatomy torturous? No if there is any additional information available that may be of benefit to the investigation? I made a training with endoscopy team to avoid problem but there are not beginners prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1431860 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1431860; upon review of complaints this failure mode has not occurred previously with this lot #c1431860. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062- 5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. Patient anatomy is a possible root cause based on the lab evaluation; the indentation identified on the flexor and inner catheter 40mm distal to the fracture and which correlated with the length of stent deployment indicates a force was expressed on the delivery system at the indentation site and continued until the system fractured. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿ and 'flexor kinked/ stretched/ broken/ compressed'. During a cpre, the trigger was hard to operate at the beginning of the intervention then a big "cack" was heard and finally the trigger did not work anymore when the stent was not fully deployed. They had to remove the stent not fully deployed and put another one. Stent decontaminated, available for return.incident date + patient injury to be confirmed. "As per complaint form": they opened the package it was ok , but they didn't push the deploy button before to use the stent, during a cpre, the trigger was hard to operate at the beginning of the intervention then a big "clack" was heard and finally the trigger did not work anymore when the stent was not fully deployed. They had to remove the stent not fully deployed and put another one. To my opinion they forget to press the button before to press the trigger for deploying stent. Training is organized next friday(B)(6) 2019.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿. During a cpre, the trigger was hard to operate at the beginning of the intervention then a big "cack" was heard and finally the trigger did not work anymore when the stent was not fully deployed. They had to remove the stent not fully deployed and put another one. Stent decontaminated, available for return. Incident date + patient injury to be confirmed. "As per complaint form": they opened the package it was ok, but they didn't push the deploy button before to use the stent, during a cpre, the trigger was hard to operate at the beginning of the intervention then a big "clack" was heard and finally the trigger did not work anymore when the stent was not fully deployed. They had to remove the stent not fully deployed and put another one. To my opinion they forget to press the button before to press the trigger for deploying stent. Training is organized next friday 5 april 2019.